Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The sample was received in good physical condition. The keypad and labels were all intact. It was observed that the screen was scratched. Upon power up of the device an alarm occurred indicating that the memory of the circuit board was corrupted. The event history log was unable to be downloaded. The root cause of the reported issue could not be determined. Actions were taken to mitigate the reported issue: the circuit board was replaced.

Event description:
It was reported the pump showed an error message. No patient injury was reported.